Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported fluid leaked onto the patient's bed from the smartsite of the filter portion of the IV set. No cracks were detected on the set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a fluid leak from the ¿smartsite¿ of the filter portion was not confirmed. The sets and components were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. There were no anomalies observed. Functional and pressure testing resulted in fluid flowing freely and showed no signs of leaking throughout the set. The root cause of the customer¿s report was not be identified.

Event description:
The customer reported fluid leaked onto the patient's bed from the smartsite of the filter portion of the IV set. No cracks were detected on the set. There was no report of patient harm.